Event description:
A medtronic representative reported a short spine clamp with a stripped screw. The site provided no further details regarding the damage to the clamp, or how it occurred. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. RMA issued. Replacement thoracic clamp shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, the adjustment screw threads are stripped in the middle of the travel. Also, the clamp face is bent to one side and there are tool marks around the head of the adjustment screw. Mechanical failure, screw threads stripped, directly caused event.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.